Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus after inadvertently inputting too much insulin. The customer stopped insulin delivery, but did not cancel the bolus. The customer's blood glucose (bg) level was 317 mg/dl. However, it was reported that the bg level was due to the customer eating more pizza than expected. The customer was able to cancel the incorrect bolus and initiate a correct bolus amount. Multiple attempts were made by tandem's technical support to obtain additional product information; however, no additional information was provided.